Manufacturer narrative:
H.6 investigation summary : this complaint alleges a failure on a mgit 320 instrument (p/n 441743, s/n (B)(6)). The customer reported a false negative result on their instrument. The customer was expecting the sample to be positive based on the properties of the specimen. The tube was visually inspected but no other confirmatory testing was performed. An applications specialist arrived onsite to investigate and found no errors on the instrument. Customer workflow is suspected. The instrument is functioning as expected. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record was completed and revealed that the instrument passed all inspection tests and was released in good condition. Service history review was performed for the instrument and no additional work orders were observed for the complaint failure mode reported. The root cause is unknown at this time this is an unconfirmed failure of a bd product. Complaint history for results was reviewed for the month of december. The upper control limit was not breached, and trends were not identified associated with this defect. No new trends, risks, or hazards were identified as a result of this complaint. The issue in this complaint does not require the initiation of a corrective and preventative action (CAPA). This complaint will be included in the periodic trend review.

Event description:
It was reported that bd bactec¿ mgit¿ 320 system false negative result occurred. The following information was provided by the initial reporter: I don't know if it's positive or negative, so please let me know. Hazard, injury or erroneous results? No.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ mgit¿ 320 system false negative result occurred. The following information was provided by the initial reporter: I don't know if it's positive or negative, so please let me know hazard, injury or erroneous results? No; hazard, injury or erroneous results details.